Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown/ during confirmation test, I was told that it was not in place'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), facial bones fracture ('busted my nose') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2010). Current weight: (B)(6). Concurrent conditions included dependence on opiates. Concomitant products included alprazolam (xanax) from 2011 to 2014, buprenorphine hydrochloride (subutex) since 2013, celecoxib (celexa) from 2011 to 2014, medroxyprogesterone acetate (depo provera) from 2010 to 2011 and quetiapine fumarate (seroquel). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("pain (lower back)"), abdominal pain lower ("pain (lower abdomen)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"), migraine ("migraines/ headaches") and headache ("migraines/ headaches"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced teeth brittle ("dental problems teeth brittle") and tooth fracture ("dental problems :cracking"). In (B)(6) 2013, the patient experienced facial bones fracture (seriousness criterion medically significant), pain in extremity ("neurological conditions or problems type: sharp pain in legs- hip to toe") and fall ("I've fallen down and busted my nose"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced malaise ("sick"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, facial bones fracture, abortion spontaneous, back pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, teeth brittle, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection, migraine, headache, nausea, pain in extremity, anxiety, depression, vaginal discharge, weight increased, tooth fracture, fall and malaise outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, facial bones fracture, fall, fatigue, headache, malaise, menorrhagia, migraine, mood swings, nausea, pain in extremity, pregnancy with contraceptive device, teeth brittle, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6). She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: migration of essure device. Pregnancy test - in (B)(6) 2014: pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received: event "injury nos" was replace with "migration of essure device location of device: unknown/ during confirmation test, I was told that it was not in place". Events -"vaginal bleeding, menorrhagia, mood swings,pregnancy (stillbirth or miscarriage), dental problems teeth brittle, dental problems :cracking, dysmenorrhea, dyspareunia, fatigue, uti, migraines, headaches,nausea, sharp pain in legs, depression, anxiety, vaginal discharge, weight gain, lower abdominal pain, lower back pain, I've fallen down and busted my nose,miscarriage, sick". Lab data,reporter and consumer address ,patient¿s dob and demographics ,medical history, concomitant medications and condition were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.